Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impact code f1001 is being used to capture the reportable event of procedure cancelled - post sedation. Device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2026, under general anesthesia. During probe insertion, a prominent venous plexus was observed near the apex of the prostate. Visualization of the perirectal space was challenging in this region, with tissue planes poorly defined from the apex to the base. During the first needle pass, visualization of the needle tip was lost, resulting in placement off the midline. The needle was subsequently repositioned. On the second needle pass, the capsule was snagged, and saline was observed tracking anteriorly. On the third needle position, it was noticed that the perirectal fat layer was sticky and did not open well. Saline was dispersed bilaterally in the axial plane and moving under the seminal vesicles in the sagittal plane. However, the physician got a positive verification that the needle was in the perirectal fat layer, and he decided to continue with the injection of the hydrogel. A slow injection was performed to allow the hydrogel to build up to the apex. The hydrogel was not visible, but the physician felt resistance. Once the physician removed the needle, they saw that almost 2 cc had been injected. In addition, it was reported that while preparing the kit, it fell off the tray and laid flat for a second. Therefore, there were concerns about a clog, a misplacement was also considered. Therefore, the procedure was aborted.